Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide referenced is being filed under a separate medwatch report. The device was not returned for evaluation. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Initial flushing of the marker lumen with saline was successful prior to use. Reportedly, there was no bleed back from the marker lumen of the first proglide device. An attempt was made with a second proglide device; however, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an unspecified sheath size and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: it was reported that the sheath of the first proglide device was unable to track tortuous anatomy; therefore, there was no bleed back from the marker lumen. No additional information was provided.